Event description:
This pt had bilateral "tka" and "lcs" in both knees. After surgery the pt disclosed severe allergic reaction (skin breaking out) on the entire body. Although the pt is on systemic medication; the pt continues to show the skin reaction.